Event description:
Patient enrolled in preserve on (B)(6) 2017 with a venatech lp vena cava filter placed the same for contraindication to anticoagulation due to history of dvt, hemorrhagic conversion of a recent left occipital cva and chronic left foot ischemia. Patient has a resolved bilateral segmental pe and current left lower extremity dvt in the common femoral vein as well as right lower extremity dvt limited to below the popliteal vein. Subject discharge on (B)(6) 2017 but re-admitted to hospital with severe gi bleed complicated by anticoagulation used on (B)(6) 2017. The event was considered possibly related to the ivc filter or procedure and was ongoing when the subject died from progression of metastatic adenocarcinoma.